Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally turned on the pump's sleep activity setting. Customer's blood glucose was 240 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.